Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
"It was reported that while the surgeon was drilling lug holes through the box cut device, one of the condyles broke away."